Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. Reportedly the patient began use of the device on (B)(6) 2025. The device broke on (B)(6) 2026 and the patient discontinued use the same day. No injury was reported.

Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).